Event description:
It was reported that the insulin pump experienced shortened battery life and that the customer had high blood glucose. The customer's blood glucose was 400 mg/dl, which was treated with manual injection. The customer's mother stated that the insulin pump would stay on for 3 hours before it shut off despite a recent battery change. She noted that the customer had been off the insulin pump for 2 days. The caller did not observe any damage or corrosion to the battery cap, battery compartment and spring. She stated that the device would shut off in the middle of the night and cause the customer to have high blood glucose. She did not feel comfortable with the customer using the insulin pump and requested its replacement.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.